Manufacturer narrative:
Additional information was received that the physician was not sure what was causing the patient's pain. The physician did not know whether it was device related or not since the patient had not charged the device.

Event description:
A report was received that the patient had difficulty charging the ipg and had not charged the device for months. The battery was completely discharged, so it was not possible to make adjustments during reprogramming. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had difficulty charging the ipg and had not charged the device for months. The battery was completely discharged, so it was not possible to make adjustments during reprogramming. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will be explanted as she no longer used the device and was not compliant with charging. It was noted that the spinal cord stimulator was causing more pain. The patient has been experiencing extreme pain due to the ipg as it continues to create spasms as well as electric shocks.

Event description:
A report was received that the patient had difficulty charging the ipg and had not charged the device for months. The battery was completely discharged, so it was not possible to make adjustments during reprogramming. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient had difficulty charging the ipg and had not charged the device for months. The battery was completely discharged, so it was not possible to make adjustments during reprogramming. The patient will undergo an explant procedure.